Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, when the air removal step was performed, the customer removed more air than expected which contributed to the fill resistance. Customer¿s blood glucose was 176 mg/dl. The customer was able to successfully fill the cartridge and resume insulin delivery.